Event description:
Additional information received reported the MRI was performed due to the patient presenting with what had appeared to be a skin infection and was also expressing some stroke-like symptoms. The CT results had been received which had shown attenuation along the track. The MRI was performed to determine whether there was something going on due to lead placement or if it had to do with an infection. The MRI determined that it was the infection. The MRI had been a head scan at 1.5 tesla. The patient was being followed by infectious disease. The patient was last seen in august prior to the date of this report and the patient was doing ok but had still been on antibiotics at that time. It had been 4 weeks since the patient had completed antibiotics and the patient was scheduled to be seen in the clinic on (B)(6) 2014. No outcome was provided. Further follow-up is being done to obtain this information. If additional information is received, a supplemental report will be sent.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2014 due to increased weakness of left upper extremity and left lower extremity with drainage from right extension incision site. The patient also experienced change in gait, drainage/incisional wound opening, headache, weakness, and infection. The locations of symptoms were the device pocket, right side implant, lead extension connection location, extension location, and lead location. Impedance testing was performed and results were found to be within normal limits. The patient had an MRI which was aborted midway due to implantable neurostimulator (ins) site heating and patient being uncomfortable. A computerized tomography (CT) with contrast was performed and the scan showed swelling around lead site but it was unable to be determined if there was an infection at that time; all labs were normal. A culture was taken from the device pocket but the organism was not specified and the type of infection was unknown; the patient was treated with antibiotics starting on (B)(6) 2014. On (B)(6) 2014 the patient¿s hemiparesis was resolving, but had a fever of 104 degrees. It was decided to remove the ins, both extensions, and right lead; the left lead was left in place and capped. The device will be replaced. Medical interventions were taken including antibiotics and a neurological consult. There was no alleged product issue; product will be returned. At time of report the patient was alive with no injury. Additional information has been requested but was not available at time of this report. Additional information received that the patient¿s specimen report came back as positive for bacterial infection. The patient had left lead removed on (B)(6) 2014.

Manufacturer narrative:
Concomitant products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. (B)(4). Analysis of the implantable neurostimulator found the device was functionally ok and there were insignificant anomalies.

Event description:
Additional information received reported the patient did not have meningitis. The patient's right side lead, extension and implantable neurostimulator (ins) were explanted. It was noted that upon pathology report return it was decided that the other lead should also be removed due to a gram stain that was positive. It was unknown how the patient was doing currently. The device was returned.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead; product ID 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead; product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension; product ID 3389s-40, lot# va0j73r, implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6). Analysis results were not available as of the date of this report; a follow up report will be submitted when analysis is complete.

Event description:
Additional information received reported the type of organism was a rare sewatia marcesreus, p.acnes, further incubation found rare staphylococcus species, coagulate negative. The patient outcome was ongoing and unknown, the entire deep brain stimulator was removed and the patient was being followed by infectious disease. The patient would be seen in the clinic in a couple weeks to check if cleared. Post-operative wound or skin contamination was a risk factor prior to implantation. The patient¿s infection was found after he had had some leaking from one of his incision sites. It was noted that the patient had been using his own ¿home remedy¿ on the incisions when he had seen leaking/crusting, the remedy had included toothpaste. Prior to device removal it had been interrogated and not problems were found. The device was cut in pieces and sent to microbiology lab for analysis. The patient had parkinson¿s disease. Patient¿s MRI had findings of edema. The patient had been interrogated on the floor following the heating around the device. Initial settings for the device were left subthalamic nucleus (stn) c+1-, amp 1.8, pulse width 60us, frequency of 130hz and the right stn was c+8-, amp 2.7, pulse width 60us and frequency 130hz. The battery was at 3.03v. Electrode impedances for both the left and right stn were checked and no problems were found. It was noted that they also tested the right lead at 0v based on the thought that the edema with the stimulation to that side was likely not providing benefit. The patient had almost immediately had a return of left-sided tremor and felt ¿off¿ on that side. The patient was returned to settings and the patient had left with the device on. No changes were made to either setting. There had been no complications or side effects from that programming session on (B)(6) 2014.

Manufacturer narrative:
3004209178-2014-13948-5 if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead. (B)(4).

Event description:
Additional information received reported that the patient was seen on (B)(6) 2014 and was doing really well. He was also seen by infectious disease who felt he was totally fine from his infection and good to go for re-implantation if he would like to. ¿some changes¿ were still present in the patient¿s two most recent MRI¿s, but the radiologist did not believe it was related to the infection. The patient would be getting another repeat MRI in a couple of months.

Manufacturer narrative:
Concomitant products: product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3389s-40, lot # va0j73r, implanted: (B)(6) 2014, product type lead. (B)(4).